Event description:
Boston scientific received information that shortly after implant of this right atrial (ra) lead, it was found to have dislodged. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.